Event description:
Customer alleged weld broke on the bar that holds the seat. Rollator replaced. No injury alleged.

Manufacturer narrative:
The consumer is a male (B)(6). The dealer stated that the consumer was sitting on the rollator when the weld on the bar that holds the seat broke. The consumer is under the weight capacity for the rollator. No injury or medical intervention. The rollator has been replaced.